Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ bulk, non-sterile needle contained foreign matter described as "epoxy", "black particles imbedded", and "free particles larger than 0.2mm". No serious injury or medical intervention was reported.

Manufacturer narrative:
Four samples and two photos were returned for evaluation. The samples and photos were reviewed. There is an oily/sticky black substance on the cannula and one of the photos shows a piece of black foreign matter (undetermined source) on the shield therefore failure mode is verified. A device history record review was completed. One-hundred fifteen visual inspections were performed on 5,900 parts. There were two rejections for epoxy splatters on the hubs, and one rejection for black fm on the cannula. There several notes for the line being down while the caterpillar belts were being worked on. One notification was written for black foreign matter on the cannula. 137,500 parts were rejected and scrapped. Investigation conclusion: per a notification written for black foreign matter, this may have been caused by oil on the caterpillar belts. The belts were replaced, and this has resolved the issue.

Event description:
It was reported that bd bulk, non-sterile needle contained foreign matter described as "epoxy", "black particles imbedded", and "free particles larger than 0.2mm". No serious injury or medical intervention was reported.